Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed post paced t-wave oversensing on the pacemaker. Programming changes were discussed, no changes or intervention was performed; the clinic elected to monitor the device. There were no patient consequences.